Manufacturer narrative:
The pump was received with a broken battery cap and piece of metal stuck inside the battery tube. The pump had a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a high blood glucose readings and a broken pump. The customer's blood glucose reading was 467 mg/dl. The customer stated that her pump is cracked a damaged around the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.